Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the basic occlusion test, occlusion and excessive no delivery tests due to prime/fill anomaly. The insulin pump had a severely scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads and a broken belt clip slot.

Event description:
Customer called and reported damage to the insulin pump, it has a crack. Customer also stated that the drive support cap is protruded. Advised customer to discontinue use of the insulin pump. Advised customer that insulin pump will need to be replaced. Nothing further reported.